Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that configuration updates were needed to the mna. The technician updates the configuration ports to the mna, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor to their hexavue custom room rack was not displaying. No report of injury.